Manufacturer narrative:
Correction: physician's phone number added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the distal stent wraps segments with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a mildly tortuous, mildly calcified lesion exhibiting 80% stenosis located in the distal right coronary artery (rca) and diagonal left anterior descending (lad) artery. There was no damage noted to the packaging. There was no issues noted when removing the device from the hoop. Negative prep was not performed. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent failed to cross the lesion and stent deformation occurred in vivo during positioning/advancement. The procedure was completed using another resolute integrity stent. The patient was reported to be alive with no injury.

Manufacturer narrative:
Additional information: the device was not inspected prior to use. The lesion was pre-dilated. If information is provided in the future, a supplemental report will be issued.